Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead reported a feeling like the device was moving or vibrating. Boston scientific technical services (ts) discussed that the device is not capable of vibrating. Review of stored device memory noted a recent episode that appeared to be brief atrial tachycardia or atrial flutter. The presenting rhythm appeared to be sinus as/vs, however, some rv undersensing was noted. Further review of device memory noted low out of range pacing impedance measurements less than 200 ohms were recorded 9 months ago. Recent measurements were within normal limits at 490-580 ohms. Technical services discussed troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the pacemaker was explanted and replaced two years, eight months later for reported normal battery depletion. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead reported a feeling like the device was moving or vibrating. Boston scientific technical services (ts) discussed that the device is not capable of vibrating. Review of stored device memory noted a recent episode that appeared to be brief atrial tachycardia or atrial flutter. The presenting rhythm appeared to be sinus as/vs, however, some rv undersensing was noted. Further review of device memory noted low out of range pacing impedance measurements less than 200 ohms were recorded 9 months ago. Recent measurements were within normal limits at 490-580 ohms. Technical services discussed troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.